Manufacturer narrative:
(B)(4). Eval summary - the devices were returned with the blade in good condition. No functional test could be performed, as the clamp arm did not close. The devices were disassembled to verify the condition of the internal components and it was noted that the rotation knob was broken at the pin hole interface, not allowing the clamp arm to properly open and close. In addition, the damage to the rotation knob, affected the interface between the hand piece and the device. This could have resulted in an error code or solid tone. No issue with the tip were found. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during a lap gastric bypass, the closing mechanism of the instrument broke during the procedure. A second instrument was opened and the same thing happened. There was no pt consequence.